Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunction code recurred, which the caller acknowledged and understood.